Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The non-return valve assembly (nrv) was replaced to address the issue. Resmed reference#:( B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.